Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on unknown date. Customer's blood glucose value was above 400 mg/dl at the time of the incident. Another blood glucose level was 323 mg/dl. Customer stated that the insulin pump was exposed to cold at work and when they got inside, they heard the alarm going off and it said battery failure. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.